Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in a plastic bag. The distal cuff inflated however the proximal cuff deflated rapidly. The returned was placed under water and air syringed though the proximal inflation system. Air leaked from the distal end of the tubing. Visual examination of the distal end of the tubing shows that the proximal secondary lumen close off does not meet the required 2mm close off. The reported defect could be detected on the unit returned for evaluation. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the cuff deflation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had leaked pilot balloon. There was no patient involvement.